Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the migrated lead was explanted and replaced resolving the issue.

Event description:
It was reported that one of the patient's left s1 lead has migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.